Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement. Additional information was received and indicated that this lead was tested with the pacing system analyzer (psa) and out-of-range impedance measurement was also observed. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.